Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 99% stenosed lesion being treated was located at a bifurcation in the severely calcified, moderately tortuous left anterior descending (lad) artery to the left circumflex (lcx). The physician performed a debulking treatment of the lesion with a rota device. The lesion was predilated with a 2.25 mm balloon (manufacturer unknown). A 2.50x20mm taxus express2 drug eluting stent was implanted in the left main (lm) to the lcx, inflated to 12 atms. The physician attempted a kissing balloon technique in the lm to lad and the lm to the lcx, but the balloon catheter was unable to cross the previously placed stent. Then the physician post dilated the 2.50x20mm taxus stent with a 2.25x15mm quantum maverick balloon, inflated 4 times to 18 atms. The lesion was a "type c" so the stent was not fully expanded. 25% stenosis remained in the lesion. The patient was not discharged from the hospital. Five days post the initial procedure, the patient presented with shock caused by an acute reduction in blood pressure. Angiography confirmed that the distal lesion from the lm had no flow due to thrombus. An intra-aortic balloon pump (iabp) was placed. The lesion was dilated, multiple times, with a 2.0mm and a 2.25mm balloon (manufacturer unknown) to 14atm. The physician confirmed timi grade was 2. The procedure was completed. The patient was taking ticlopidine and aspirin at the time of the event.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. The batch number of this complaint is unknown. A ship history performed identified no potential batches sold to this customer.